Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented remotely via merlin.net transmission, non-sustained, rv oversensing (nsrvo) was observed on the device. Upon review of the oversensing episode during a safety check performed as part of routine capacitor maintenance the nsrvo was triggered. Programming changes were recommended. No programming changes were made and oversensing issue has not reoccurred. Patient was stable.